Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. During investigation, the up-arrow and down-arrow key contacts were observed to be misaligned. There was evidence of keypad adhesive found under all key contacts.

Event description:
Patient reports that ok and down arrow is sticking and not responding appropriately. Patient does not clean pump. Patient wears pump in pocket.